Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that a standard refill was performed and they expected 4ml of medication but withdrew 16ml. The provider then ordered a dye study to be performed, and it was noted that the pump segment of the 8780 was kept and there was an extravasation in the pump segment site. The patient noticed she was having increased back pain and leg pain in the past couple days prior to the study being done. They were able to get out approximately 1.6 cc of fluid, but when they were pushing through the catheter access port cap chamber of the pump the dye just exited through the pump segment and never went fully through the catheter to her spine. The catheter was kinked and fractured, leading to an extra extravasation of the dye. A follow up surgery will be scheduled, unknown time or date at this time. A prime bolus was done just in case, since there were 1.6 cc withdrawn from the pump

Manufacturer narrative:
H3. The returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type catheter. Product ID 8780 serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving hydromorphone (50mg/ml at 9.993mg/day), bupivacaine (30mg/ml at 5.996mg/day), and clonidine (400mcg/ml at 79.94mcg/day) via their implantable infusion pump for spinal pain indications. It was reported that the patient had no symptoms, but their dose kept increasing without increasing their pain relief. A dye study showed medicine was entering the pocket and not going through the catheter. A complete catheter replacement was performed. The catheter was discarded by the hcp and the issue was resolved at the time of the report. Another catheter was completely explanted on the same date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.